Event description:
Caller reported a malfunction on the pump, but it was noted that no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after reset. Customer was advised to continue using the pump and to contact support again if the problem reappears.